Event description:
Caller reported a cgm error with code 42. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a pump reset and guided the caller through the process. After the reset, the pump no longer displayed the error code.